Manufacturer narrative:
Aga medical contacted the author of this article and no additional information has been provided regarding this event, including patient and device information. All dates have been estimated, including implant and event dates. The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report. The article is attached to this report. Reflects the most representative data available, reflects the average age of patients reported in the literature, reflects the gender majority reported, and when the article was published.

Event description:
The following information is from an article published in the american journal of cardiology; "incidence of atrial fibrillation following transcatheter closure of atrial septal defects in adults." The frequency of atrial fibrillation (af) occurring after transcatheter pfo and asd closure was evaluated in a large population. From 1994 until 2007 a total of 1,062 patients underwent transcatheter closure of an interatrial communication. New-onset af was defined by 12-lead electrocardiogram or holter monitoring in patients without a history of af at baseline. Of the 1,062 patients, 19 patients with implantation of an amplatzer septal occluder experienced af.